Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle was removed from the scope during a bronchoscopy and when flushing the biopsy needle to remove specimen 1/2 inch of the needle was found in the specimen cup. There were no reports of patient harm.